Event description:
The customer states that when processing a patient sample using the architect ca 125 assay, that an alleged falsely elevated result was generated, compared to results obtained using a different architect analyzer. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Discrepant ca 125 ii results were generated on an architect i2000sr analyzer. The fsr cleaned and exchanged wash zone manifolds 1 and 2. Also, valves 1 and 4 on wash zone 2 were swapped with one another. The sample and reagent 2 pipettor z nut were both replaced as well as valve 3 on the trigger manifold. Product labeling adequately lists the probable causes and corrective actions for erratic assay results (I system) and associated corrective actions are also listed. No adverse trends were identified related to the issue, and a review of the instrument's service history did not detect any repeats of the issue. Based upon the data available, and the results of this evaluation, a definitive cause was not determined; however, after field service replaced and cleaned multiple components, no further erratic events have been documented.